Manufacturer narrative:
Additional information: (B)(4). Submitted to FDA on: 11/25/2015.

Event description:
The surgeon provided the following additional information. The patient's preoperative iop in the operative eye was 15 mmhg. No complications occurred during surgery. The patient's most recent iop was 16 mmhg on (B)(6) 2015. The stent obstruction resolved spontaneously and no intervention was performed. Patient is now off all glaucoma medications, is stable, and has an excellent prognosis.

Event description:
The pt underwent cataract surgery with implantation of the istent in the left eye. Postoperatively the surgeon noticed that there was a strand of iris that has come to the snorkel opening of the stent. Surgical intervention is being considered to laser the iris synechiae. The pt's iop is good (13 mmhg) and uncorrected visual acuity is 20/30. Additional info is being requested.

Manufacturer narrative:
The stent remains implanted in the pt and is not available for evaluation. Device identifiers have been requested. Stent obstruction is listed in the device labeling as a known inherent risk of glaucoma stent surgery. (B)(4).